Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that infection symptoms occurred. Patient was getting over a fractured patella and that side of her body had been kind of weird the last three months. At her refill on (B)(6) or (B)(6) 2019, it took the healthcare professional (hcp) 5-6 pokes to get the pump refilled. The hcp gave her antibiotics because he didn't want her to get an infection. That area was sore for weeks. The last couple weeks she had been having more and more pain. She had to walk like an old lady. She felt like she was going to fall apart. When she walked, her knee cap hurt and the spot adjacent from the pump hurt. Because of the situation with her knee she didn't know if the discomfort was related to the knee that she felt adjacent to the pump. Patient was in pain and could hardly straighten up and walk. She felt like something ripping inside her stomach area where the pump was. Patient called her primary care hcp yesterday (B)(6) 2019 because of the pain. The hcp couldn't see her until (B)(6). The patient called her pump hcp yesterday morning. She went in and he checked the pump and he said it was fine. He checked her stomach and felt a lump and thought it was a hernia or something. The hcp wanted her to have a computerized tomography (CT) scan. When he ordered the CT scan that was when she found out she didn't have the insurance that her pump hcp took. Patient went to urgent care and they sent her to the hospital where she spent all night. They thought it might be acute infection of the colon. They did a CT scan, gave antibiotics, IV, and morphine which made everything feel ok. They did x-rays and it seemed fine. They were concerned she might have an infection of the pump. Nothing was wrong with her colon. The hcp thought the mass was an infection. The hcp at the hospital sent her home with antibiotics and told her to go back to the pain hcp but she couldn't he dropped her. Patient read the hospital discharge papers. Finds were listed: mass liquid found near pump/incisional hernia? The hcp did labs and nothing was conclusive. No acute appendicitis was found. No evidence of mass or hernia was found. No abnormalities were seen and no evidence of pleural effusion were found. Liver and spleen was homogeneous. Possibilities of gallstones was reported. Patient had heard that before. The pancreas was normal. Kidney's were normal. Lower bowel distribution was normal. Finding was well circumscribed density noted in left lower lobe 4.2 cm by 3.5 cm adjacent to pericardial that appeared separate. For query cyst, follow up was suggested. Patient had very strong pain and at time feeling nauseous and today patient spit up a little bit. The infection was not confirmed. Patient did not know the drug in the pump. It was some type of morphine. She did not know the dose and concentration. They only had upped it one time in the few years it had been their. They bumped it up last (B)(6) 2018. She was giving a lot of boluses so he upped the medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the cause of taking 5-6 poked to get refilled was not determined. It was noted the patient was asked if they had gained weight. The patient was given antibiotics for 10-14 days. The infection resolved after all day with their doctor, then urgent care, then emergency room. The patient's weight was (B)(4).